Event description:
It was reported the patient experienced unintended stimulation. Diagnostics determined high impedances on the lead. A sjm representative tried troubleshooting to no avail. X-rays were requested and the patient is to consult the physician for surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.